Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly 0.208¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the harmonic ace instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage on the blade. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was found to be broken and a fragment fell inside the patient. The entire piece was retrieved during the same procedure. The customer used a backup instrument to complete the procedure. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The surgical task being performed when the issue occurred was liver dissection. The instrument was used for an hour before the issue occurred. The surgeon did not notice any issues with the functionality of the instrument, nor did the instrument collide with other hard materials or instruments. The instrument was not removed during the procedure (prior to the breakage). The surgical staff noticed resistance upon removal of the instrument. There was no damage to the cannula, and no other damages were noted to the instrument after the event occurred. The fragment was removed by usage of another instruments to clamp out. All fragments were retrieved and the assistant and nurse confirmed it. No surgical procedures were required to remove additional fragment. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned with the instrument since the fragment was discarded.